Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon "image noises" is likely to have occurred due to a failure of the video cable connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video connector of the visera elite video system center was loose, resulting in the image flashing occasionally rendering the device unusable at those times. The issue was found during preparation for use for a therapeutic laparoscopic ovarian removal surgery. There was no delay to the procedure, the malfunction occurred occasionally and the patient was under general anesthesia. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found there were interference patterns in the image due to a damaged lock and there was failure of the video cable connectors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.